Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction h6 results and conclusion codes. The reported event could be confirmed, since the need for a revision could be confirmed based on the received CT-scans. The complaint was forwarded to medical affairs for review with following result: "the CT-scan shows signs status after a primary tar, that after union of a distal lower limb fracture involving both tibia and fibula. Furthermore, it shows osteolysis around the tibial component indicating possible (partial) loosening. The talar component doesn¿t show signs of loosening/radiolucency of importance. The tibial and talar components are not totally parallel in the frontal plane. Without further clinical information, and retrieval of the implant it is not possible to tell whether this had to do with soft tissue imbalance, pe-liner wear or the creation of an asymmetric box at the primary surgery, or a combination of the aforementioned." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.